Event description:
The unit manager at the user facility provided add'l info stating the intracular lens "messed up" during insertion into the delivery system. There was no problem with the pt.

Event description:
A user facility reports that an intraocular lens (iol) became stuck in the cartridge of the iol delivery system. It is not known whether there was patient impact/injury associated with this event. Additional info has been requested.